Event description:
Medtronic rep reported planning trajectory was off in synergy spine 1.7. The site originally placed the screw, while in the planning stage and then compared the trajectory to the placement of the screw and the line for the trajectory did not go through the tip of the screw. This all occurred in the planning stage, no pt was present.

Manufacturer narrative:
Medtronic rep tested the sys at the site and was unable to replicate the issue with another exam.